Event description:
This is a case, which was reported to baxter (B)(4) on 19 march 2009 and forwarded to (B)(4) cqa on 20 march 2009. The complaint was received from (B)(6) hospital and refers to an incident involving cryocyte freezing container 750 ml w/ label pocket (B)(4). The reporter states that they have frozen 300 cryocyte bag (B)(4) in the vapor phase of liquid nitrogen. The customer noticed that the tubing had snapped off somewhere near the seals. Some other ports had snapped off. Although they had cut them off and heat sealed them, which they thought may be why they snapped off. The tubing leading out from the bag has snapped off completely. The hard plastic port has also snapped off. The occurrence date is unk.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that occurred during storage. No pt injury has been reported. It is unk at this time if the cells in the broken bag were infused so there is a potential risk regarding the break in sterility and resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during storage there is the potential loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. An attempt should be made, if possible, to obtain the pt outcome. (B)(6), md, medical director. Follow-up info received: no patients have been in contact with the bags. Therefore, no patients were harmed. The bags were holding gmp grade virus. A request has been made to clarify the 300 in the event description. No response has been received at this time. Add'l info: we have evaluated the complaint and have determined that is consistent with breakage investigated in a corrective and preventive action record (B)(4). The lot reported was manufactured before corrective actions were implemented; therefore, eval of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and, customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and, minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on january 28, 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.